Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, elevated high voltage lead impedance was observed on the right ventricular lead. No action was taken and the patient was stable.